Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: patient code e1309 captures the reportable event of urinary retension. Patient code e2330 captures the reportable event of pain. Patient code e1906 captures the reportable event of unspecified infection. Patient code e172001 captures the reportable event of abscess. Patient code e2314 captures the reportable event of fistula. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the procedure was done under local anesthesia. It was reported that the device was implanted successfully without significant event. The patient was very mobile and had difficulty tolerating pain during the procedure despite the attempts to minimize the pain. Reportedly, the patient experienced pain post implant. Emergent follow-up was performed and it was discovered that the patient had an abscess in the perirectal fat where the implant was placed, the implant was adjacent to the abscess. In the physician's assessment, the pain, abscess and infection were caused by the spaceoar procedure. The abscess was drained and monitored by a urologist. The patient was treated with hydrocodone for the pain and antibiotics for the infection. Reportedly, the abcess has diminished in size per urologist referral. A suprapubic catheter was performed due to patient unresolved urinary retention. On (B)(6) 2021, additional information received stating that during the procedure the angle was somewhat difficult and a lot of hydrodissection was required and there was some patient discomfort when the spaceoar was injected. The patient went into urinary retention and had to go to the ER for catheterization. Computerized tomography (CT) scan did not show spaceoar to be in the wrong place and there were air bubbles visible. The patient remained catheterized for a few months and was given antibiotics. The patient eventually developed air in the urine and was found to have a fistula. Magnetic resonance imaging (MRI) was performed and it showed liquid material where the spaceoar should have been, perhaps suggesting an abscess. The patient was referred to the urology team where they will likely need to divert him and perhaps eventually offer hyperbaric oxygen. A full pelvic exenteration may be needed. The patient will receive hormone therapy instead of the planned radiation therapy. On (B)(6) 2021, additional information was received stating that the patient was diverted to a colostomy at the end of january. The patient was able to return to some normal life activities without the use of pain medication and was no longer having air going through his penis.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the procedure was done under local anesthesia. According to the complainant, the device was implanted successfully without significant event. The patient was very mobile and had difficulty tolerating pain during the procedure despite the attempts to minimize the pain. Reportedly, the patient experienced pain post implant. Emergent follow-up was performed and it was discovered that the patient had an abscess in the perirectal fat where the implant was placed, the implant was adjacent to the abscess. In the physician's assessment, the pain, abscess and infection were caused by the spaceoar procedure. The abscess was drained and monitored by a urologist. The patient was treated with hydrocodone for the pain and antibiotics for the infection. Reportedly, the abcess has diminished in size per urologist referral. A suprapubic catheter was performed due to patient unresolved urinary retention. On january 07, 2021, additional information received stating that during the procedure the angle was somewhat difficult and a lot of hydrodissection was required and there was some patient discomfort when the spaceoar was injected. The patient went into urinary retention and had to go to the ER for catheterization. Computerized tomography (CT) scan did not show spaceoar to be in the wrong place and there were air bubbles visible. The patient remained catheterized for a few months and was given antibiotics. The patient eventually developed air in the urine and was found to have a fistula. Magnetic resonance imaging (MRI) was performed and it showed liquid material where the spaceoar should have been, perhaps suggesting an abscess. The patient was referred to the urology team where they will likely need to divert him and perhaps eventually offer hyperbaric oxygen. A full pelvic exenteration may be needed. The patient will receive hormone therapy instead of the planned radiation therapy.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: patient code 2119 captures the reportable event of urinary retension. Patient code 1994 captures the reportable event of pain. Patient code 1930 captures the reportable event of infection. Patient code 1690 captures the reportable event of abscess. Patient code 1862 captures the reportable event of fistula. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the procedure was done under local anesthesia. According to the complainant, the device was implanted successfully without significant event. The patient was very mobile and had difficulty tolerating pain during the procedure despite the attempts to minimize the pain. Reportedly, the patient experienced pain post implant. Emergent follow-up was performed and it was discovered that the patient had an abscess in the perirectal fat where the implant was placed, the implant was adjacent to the abscess. In the physician's assessment, the pain, abscess and infection were caused by the spaceoar procedure. Reportedly, the abcess has diminished in size. The abscess was drained and monitored by a urologist. The patient was treated with hydrocodone for the pain and antibiotics for the infection. A suprapubic catheter was performed due to the patient's unresolved urinary retention. The patient will receive hormone therapy instead of the planned radiation therapy.